Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly, blower motor and inlet air path assembly were found to be contaminated with dust. The flow sensor assembly, blower motor and inlet air path assembly were replaced to address the issue. The coding has been updated to reflect the fsn for sound abatement foam degradation.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly, blower motor and inlet air path assembly were found to be contaminated with dust. The flow sensor assembly, blower motor and inlet air path assembly were replaced to address the issue.